Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no cassette" during the infusion. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.